Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Powered on device to confirm reported problem. Troubleshoot with a new battery compartment. Replaced battery holder assembly. The root cause of the reported issue was found to be from normal wear and tear. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device would not power on. No patient injury was reported.